Manufacturer narrative:
The reporter stated the report was the result of an unspecified device battery failure. An offer of evaluation was made to the reporter by physio-control. The reporter made no response to this offer.